Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switches at the act, escape, and up arrow buttons. No unexpected number ramping anomaly was noted on the display. No unexpected bolus entering was noted. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump had minor scratches on the display window.

Event description:
It is reported that a customer had problems with the keypad on their insulin pump. The patient's blood glucose level was at 192mg/dl. The customer stated that the buttons on the keypad are too hard to push. In addition, the customer states that her bolus history shows 74 carbs entered in the bolus history even though she did not eat anything. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.